Manufacturer narrative:
The insulin pump had no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. We were unable to test for alarm due to no button response. The insulin pump had a scratched display window and a missing end cap sticker. No moisture damage noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 267mg/dl, treated with a backup pump. Advised customer the insulin pump will be replaced and revert to back up plan. The customer also mentioned the insulin pump alarmed two months ago.